Event description:
It was reported that the light on the unit was flickering. It was further reported that there were no adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.